Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. The user facility advises no medwatch 3500a will be filed by them. This is the same event as 1043534-2007-00063.

Event description:
Allegedly, advance(r) I tibial insert was loose. Dr. Revised entire tib base with advance ii.